Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was over 500 mg/dl at the time of incident and other blood glucose level was 94 mg/dl. Customer declined troubleshooting for high blood glucose. Customer stated that the infusion set cannula was bent. Customer did not report that the set release button was not releasing the infusion set. Customer did not report that the set was not inserting when pressing the two side buttons on the serter. The device will not be returned for analysis.